Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation the balloon rupture. The device was removed without problem. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon burst.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation the balloon rupture. The device was removed without problem. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.